Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The physician contacted the local sales representative, who confirmed the device would need to be explanted and replaced. The patient was admitted to the hospital and a replacement procedure was planned for the following week. No adverse patient effects were reported. The device remains implanted and in service. The crt-p was explanted and was replaced with a non-boston scientific device three days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The physician contacted the local sales representative, who confirmed the device would need to be explanted and replaced. The patient was admitted to the hospital and a replacement procedure was planned for the following week. No adverse patient effects were reported. The device remains implanted and in service. The crt-p was explanted and was replaced with a non-boston scientific device three days later. No additional adverse patient effects were reported. The explanted device was returned for analysis.